Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller said the pt's ins was depleted inside their body and pt needed MRI. Caller said they tried to use pt programmer to communicate with ins, but got poor communication screen, pt said they had not charged in a long time; tss did not ask further questions about event date or why the pt had not charged because the pt had a hard time answering questions. Tss reviewed MRI information with caller.  No symptoms reported. Additional information was received from the patient. They reported that the issue happened (B)(6) 2023. They chose not to charge as a surgery was scheduled to remove the battery. Due to a heart attack the surgery was cancelled.